Event description:
It was reported the radiopaque marker detached from this introducer sheath during entry into the common femoral artery. Reportedly resistance was encountered. The device was being utilized as a dilator for a run off procedure in heavily scarred tissue. The radiopaque marker was snared without incident and the procedure was completed with this device. Based on co's follow up info co believes pt anatomy contributed to this event.

Manufacturer narrative:
One accustick introducer sys, along with a detached radiopaque marker, were rec'd, evaluated and retained by this MFR. The engineering eval indicated the device was bent at a 20 degree angle near its mid point. A two millimeter tear was located at the distal tip of the sheath. The original site of the radiopague marker as well as crimp marks in the sheath material were clearly observed under 10x magnification. Scrape marks were observed proximal to the original attachment site. Crimp marks consistent with the condition of the sheath were also observed on the radiopaque marker. Follow up indicated resistance was encountered upon advancement and this device displayed characteristics consistent with exertion against resistance, scrape marks on the sheath. Therefore, co believes exertion against resistance, along with pt anatomy, may have contributed to this event. H.6-microscopic examination.